Event description:
Multiple falsely elevated troponin I results were obtained on pt and quality control samples. Two of the pt results were reported to the physicians. The samples were repeated and negative results were obtained. It is unknown if pt treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.

Event description:
Multiple falsely elevated troponin I results were obtained on pt and quality control samples. Two of the pt results were reported to the physicians. The samples were repeated and negative results were obtained. It is unknown if pt treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.

Manufacturer narrative:
A siemens healthcare diagnostics inc field service representative (fse) was dispatched to the account. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was inadequate hm wash probe 1 not aspirating. The fse corrected the malfunction. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare diagnostics inc field service representative (fse) was dispatched to the account. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was inadequate was hm wash probe 1 not aspirating. The fse corrected the malfunction. The instrument is performing within specifications. No further evaluation of the device is required.